Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event.)

Event description:
The patient underwent a pocket revision due to device migration. During surgery the surgeons opened device pocket and found the generator sutured down. The suture was cut and the device removed from the pocket. They both felt around the pocket and determined that the pocket was not too large. As they could not find a reason for why the device may have been reported as moving, they opted to suture down the device with two sutures at different angles so the device would be triangulated. No other relevant information has been received to date.